Manufacturer narrative:
The reported event of insulation breach at the lead tip was confirmed. A complete lead was returned in one piece for analysis. Visual examination found the helix bend and the soft tip was damaged consistent with procedural damage. The cause of the reported event was due to procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the physician attempted to implant the lead in the septum, it was noted that the lead exhibited damage in insulation. The lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
Correction: h6, component code should have been ¿567, fixation helix¿ instead of ¿3043, connector pin¿.